Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/10/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation on a saline breast implant after implantation. During evaluation of the sample it was observed some creases in both views. In addition, leak testing was performed and it revealed a tear measuring approximately less than 0.1 cm within a crease in the posterior aspect. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prothesis experienced left sided deflation post procedure. The deflation was diagnosed by a physician. As a result, an explantation is planned for (B)(6) 2019.